Event description:
A medical physicist at the user facility called nomos customer service concerning a radiation therapy plan he was developing using the corvus system. The customer had just created a treatment plan in corvus 5.0 for his elekta linear accelerator and elekta multi-leaf collimator (mlc), and was in the process of performing qa testing prior to treatment. The customer noticed that there seemed to be lower radiation dose predicted in low-dose (non-target) regions of the plan than what he would expect, considering the known leakage levels from the elekta mlc. Nomos requested a copy of the plan output from the customer for investigation. After receiving and reviewing the customer's treatment plan data, nomos engineering confirmed what the customer saw. The resulting investigation revealed a software issue in the corvus code whereby corvus may not correctly model leakage dose from the elekta mlc under certain circumstances. The software issue affects only corvus plans created for the elekta linear accelerator using the elekta mlc. Currently, very few corvus customers have elekta mlcs. The elekta mlc produces higher levels of unintended leakage between its leaves, and during leaf position transition, than most other mlcs. Corvus models this known leakage for inclusion in treatment plans. The software issue discovered manifests itself in two forms to produce the problem observed. First, corvus fails to include elekta mlc leakage radiation for those portions of the beam that receive 0% primary dose contribution - that is, those portions of the beam on the edge of the treatment field that are not directed at the primary target. As a result, non-target areas may receive more radiation than predicted by corvus by an amount equal to the elekta mlc leakage received at that area. Typically, this amount is not clinically significant, and is normally so small that it is not detectable. However, for treatment plans involving the use of the elekta accelerator's "y"-diaphragm alone to shape the beam for the mlc, the amount of leakage radiation to non-target areas will be measurable, since using the "y"-diaphragm alone allows a higher rate of leakage through the mlc. This would produce the effect observed by the customer. This error would be detectable through normal clinical qa practices if the error is large enough to be clinically significant. Smaller errors may not be detectable, but would be clinically insignificant. Second, it was also discovered that corvus can partially ignore the full effect of mlc leakage for those areas of the plan where inhomogeneities (transitions in tissue densities) exist. Here again, the dose difference is likely to be clinically insignificant, but is measurable and would be noticed by the corvus user during normal plan qa. Nomos corporation prepared and distributed a customer notification, in the form of a technical bulletin, describing the problem to all corvus customers. The notification was not limited to just elekta mlc sites, considering the possibility that non-elekta sites may someday create plans for elekta accelerators at other sites, or may acquire an elekta accelerator without co's knowledge. The technical bulletin advised customers to be particularly vigilant for this problem during normal pre-treatment qa, and to advise all staff members accordingly. The technical bulletin also advised that the issue will be resolved in the next corvus patch release. Nomos is preparing a patch release for all corvus customers to install on their systems. Company expects that this patch release will be developed and fully tested in the very near future. Customers will be asked to install the patch and notify nomos when they have done so successfully. This will eliminate the problem. Nomos engineering evaluated the treatment plan created by the initial reporter (corvus customer) and confirmed the customer's observations. Nomos then evaluated the corvus software, and discovered a software issue which would produce the behavior the customer observed.using an in-house system equivalent to the customer's system, nomos operated the system in a manner triggering the software issue and was then able to reproduce the behavior observed by the initial reporter. Nomos determined that the software issue existed on both corvus 5.0 and 5.om.